Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp knee & elbow 3 2013 ap 4901730080163 0037131783apa 0037131783apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). (B)(4). Upc - 4901730080163. Lot number - ni. Expiration date - ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band aid brand kpp (kizu power pad) bandages. The consumer fell while riding a bicycle and got a wound on the knee. Therefore, the consumer visited an internist at the dermatologic department. The consumer was instructed to apply kpp to the wound and applied the product on the same day. Although kpp got swollen white after application of the product to the wound on the previous day, blood started to ooze on the next day. The consumer had slight pain due to bruise, but there was no pain from the wound. It was reported that consumer applied one band-aid for two days. The consumer sought medical attention and was told not to use kpp and was prescribed an antibiotic.